Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's bipolar yaw pulley had thermal damage. Both yaw pulleys exhibited charring and localized melting at the grip base, between the grip. The charring is a likely sign of an arcing event. The melted area measured 0.024 x 0.02 with material missing. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the melted area with material missing found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the maryland bipolar forceps instrument would not work. The tip was broken, splayed wide open. The jaws would not close. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.